Manufacturer narrative:
The company rep examined the sys and could not duplicate the problem reported. The aiming beam brightness was calibrated as a diagnostic measure. No parts were replaced. The sys was then tested and met all product specs. The root cause is unk. (B)(4).

Event description:
A healthcare professional reported during a procedure, the system's light suddenly went out, a red alert flashed on the display screen and then, the sys shut down. The surgeon was able to maintain the pt's intraocular pressure in the eye by clamping the infusion. The sys was restarted after a 5 to 10 minute delay, and the case was completed without further incident. There was no harm or injury to the pt. Add'l info has been requested.